Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. User facility medwatch report number (B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch received stating the following: bmw wire was advanced distal course of the circumflex. The vessel is heavily calcified with a stent in the mid segment and a balloon which was 2.0 x 8 mm was advanced, it will not cross the stenotic segment in the mid course of the circumflex. The balloon was then pulled out. Smaller balloon which was 1.2 x 8 balloon was then advanced. It was able to cross the calcified segment in the mid-to-distal segment of the circumflex. It was inflated up to 10 atmospheres for about 20 seconds. The balloon came out and then the wire tip was stuck in the distal end of the vessel, most likely because of presence of heavy calcification in there. A small piece of the wire was retained inside the vessel which led to occlusion of the distal circumflex, however the effort was to make sure that the om-1 was fixed which has 70% ostial stenosis. Additional information received after follow up revealed the separated segment was withdrawn through the guiding catheter however the distal portion was not retrieved. A 2.5 x 12 mm non-abbott stent was implanted, embedding the separated tip to the vessel wall and opening up the occlusion. The patient was returned to the care unit in stable condition and discharged the next day. No additional information was provided.